Event description:
It was reported to medtronic minimed that the customer received pump error 49 (history pointers failed. The history pointers are corrupted), pump error 23 (post-reset ram crc alarm), pump error 68 (trace pointers are invalid), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed).and received a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was not able to clear the alarm. Troubleshooting was declined by the customer for a blank display. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test. No blank display noted. However, constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 on (B)(6) 2025 22:14:03.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The pump history download confirmed the pump alarmed pump error 23 (line number 691file number 39) on (B)(6) 2016 00:00:47.000, pump error 49 (line number 691file number 39) on (B)(6) 2016 00:00:03.000, pump error 68 (line number 691file number 39) on (B)(6) 2016 00:00:03.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No blank display noted during analysis. Confirmed pump error 38 during analysis and the pump history download confirmed the pump alarmed pump error 23, pump error 49, and pump error 68 due to moisture damage to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.